Manufacturer narrative:
The exposed portion of the soft cannula was observed to be flattened. The timing and cause of this damage could not be determined. Upon removal of the top housing, several internal components were observed to be damaged. These damages were determined to be post use. Battery voltages were measured and all were found to be insufficient. Despite numerous attempts, including removal of the pcb, the data could not be recovered from the device. Due to the internal damages, fluid was observed leaking out of the top of the reservoir. Due to the presence of an internal leak, the exposed portion of the soft cannula could not be properly tested for the reported leaking during wear. Inspection of the pcb found it to be damaged. This damage was determined to be post use as well as the cause of the data loss.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 400 mg/dl, while wearing the pod between 4 and 24 hours. The patient reported cannula being bent when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod. The pod was leaking.